Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument would not grasp. Customer further stated that it appeared as if cables were going to break but that never happened. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm mega suturecut needle driver instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. There were no damaged cables. The grip test was performed on instrument with no issue. The instrument was placed and driven on an in-house system. It passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.